Event description:
(B)(4). Desde que me pusieron essure tengo sangrado que me duran 2 mese iendo a emergencia me dan dolores fuerte mi estandoacute;mago se infla tengo calambre en el estandoacute;mago nandaacute;usea ocasiandoacute;n en mi parte andiacute;ntima sangrado fuerte que se me cae al piso (B)(6) grande ardor a orinal